Event description:
It was reported that during pre-use testing the balloon catheter was inflated to nominal pressure. The balloon was observed to deflate at an unusually slow rate and could not be completely deflated; therefore the balloon was not used. Additional info has been requested.